Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of inguinal hernias. Two 3dmax devices were implanted one on the right and one on the left to repair the hernia defects. (B)(6) 2016 - the patient underwent an additional surgery. During this second surgery the surgeon performed lysis of adhesions and further identified small bowel obstruction due to the alleged infection of the left inguinal hernia mesh. The surgeon removed the infected left inguinal mesh. The attorney alleges the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain. Addendum per additional information received: (B)(6) 2014 - the patient underwent bilateral inguinal hernia repair and was implanted of two 3dmax mesh devices. Per operative notes, ¿a medium sized indirect hernia sac on the right intraperitoneal side that was completely reduced. A large piece of pre-shaped polypropylene mesh (3dmax device #1) was then placed and secured. The left preperitoneal space, where a medium-sized direct defect was reduced. A large piece of 3dmax mesh (device #2) was also placed on this side and secured." (B)(6) 2016 ¿ the patient experienced abdominal pain and small bowel obstruction, and underwent laparoscopy, lysis of adhesion, removal of infected left inguinal hernia mesh (device #2). Patient was treated with antibiotics.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it appears the patient experienced obstruction, adhesions, pain and infection in relation to the mesh implanted on the left side. No specific allegation was made against the 3dmax mesh implanted on the patient's right side. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This emdr represents the 3dmax mesh that was implanted on the patient's right side. A second emdr was created to address the 3dmax device implanted on the patient's left side. Addendum: this supplemental emdr is submitted to document additional information and to correct the manufacturing date. Based on the additional information received, a definitive conclusion cannot be made. Per medical records provided there does not appear to be a patient adverse event associate with the mesh implanted on the patient's right side, for which this report represents. This semdr represents the right sided repair 3dmax mesh (device #1). An additional semdr was submitted to represent the left sided repair 3dmax mesh(device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it appears the patient experienced obstruction, adhesions, pain and infection in relation to the mesh implanted on the left side. No specific allegation was made against the 3dmax mesh implanted on the patient's right side. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This emdr represents the 3dmax mesh that was implanted on the patient's right side. A second emdr was created to address the 3dmax device implanted on the patient's left side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of inguinal hernias. Two 3dmax devices were implanted one on the right and one on the left to repair the hernia defects. On (B)(6) 2016 - the patient underwent an additional surgery. During this second surgery the surgeon performed lysis of adhesions and further identified small bowel obstruction due to the alleged infection of the left inguinal hernia mesh. The surgeon removed the infected left inguinal mesh. The attorney alleges the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain.